Manufacturer narrative:
Date event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient ipg was explanted for unknown reason at an unknown date. No additional information available.